Manufacturer narrative:
Analysis of the implantable neurostimulator found the setscrew was backed out too far.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider, via the manufacturer representative reported that during the procedure, the setscrew of the implantable neu rostimulator (ins) could not fix the lead to the ins. This was attempted several times, but eventually a new ins was used. The issue was then resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.